Manufacturer narrative:
Initial reporter phone: (B)(6). The bwi product analysis lab received the device for evaluation on 3/18/2021. The device evaluation was completed on 3/26/2021. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and force reading evaluation of the returned device. Visual analysis of the returned sample revealed reddish material and a hole in the pebax were observed on the smart touch bidirectional sf catheter. Magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested and it was working properly, the force values were observed within specifications. The evaluation determined that the cause of pebax damage failure cannot be established. The event described force issue was unable to be duplicated during the product investigation. However, the blood found inside the pebax area may contributed to the high force reported. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. The instructions for use contain the following warning stated in the carto 3 system manual: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. Regarding the additional finding observed, the instruction for use contains the following information: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster inc. Product analysis lab observed a hole on the pebax. Initially, it was reported that during the left pulmonary vein ablation, right after starting to use the catheter, the contact force display of the thermocool® smart touch® sf bi-directional navigation catheter was abnormally high and even without touching the myocardium. It did not interfere with other catheters and was not resolved by re-zeroing. The cable was reconnected and changed but the issue continued. The issue was resolved by changing the thermocool® smart touch® sf bi-directional navigation catheter to another one. The procedure was completed without patient's consequence. The high force issue was assessed as not MDR reportable. The issue was highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was remote. The biosense webster inc. Product analysis lab received the device for evaluation and on 3/25/2021 observed a hole on the pebax with reddish-brown material inside. The returned condition of the hole on the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding is 3/25/2021.